Event description:
The report stated after the operation, the doctor was checking the pt and discovered a burn on the thigh. Biomedical engineering checked out the generator and could find no problems. Further attempts to gain information on the pt, injury and treatment have been unsuccessful.

Manufacturer narrative:
Date of initial report 12/12/2007. Repeated attempts to acquire further details to date have been unsuccessful. To date the incident generator has not been received for evaluation. If the sample is received or if add'l information pertinent to the incident is obtained a follow-up report will be submitted.